Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. Device evaluation: the product testing could not be performed as the product was not returned because the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no other complaint has been received for this production order number. Labeling review: the dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it and examine the lens optical surfaces for other defects. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the optic of the tecnis monofocal intraocular lens (iol) was observed cracked while inserting the lens into the patient's right eye. There was no incision enlargement, no vitrectomy and no suture required. The lens remains implanted. Reportedly, there was no additional surgical or medical intervention performed or planned. No further information was provided.